Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a cartridge alarm occurred during basal delivery with multiple cartridges, causing the customer to experience a "high" blood glucose (bg) level. The customer administered a correction injection to address the bg level. Reportedly, the customer reverted to manual injections for insulin therapy.